Manufacturer narrative:
(B)(4): 2011. Additional suspect medical device component involved in the event: model #: sc-8120-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for revision was that the patient's stimulation pattern was not optimal. No further information can be obtained.